Event description:
It was reported that high threshold and decreased sensing was noted on the right ventricular (rv) lead. The physician visually confirmed micro-dislodgement, noting ectopy beats on the patient's monitor. The physician elected to explant and replace the rv lead. A new rv lead was placed, however, the lead micro-dislodged. The physician elected to reposition this lead, but the helix failed to extend. This lead was not used and the physician elected to complete this procedure using a different rv lead. The patient condition was stable.

Event description:
New information received indicates that intermittent capture and failure to extend helix was noted on the right ventricular (rv) lead. Additionally, the ectopic heartbeats noted were caused by the micro-dislodgement of the rv lead.

Manufacturer narrative:
Section b5 - the helix did not fail to extend on this right ventricular (rv) lead. Section h6 - the code "difficult to fold, unfold or collapse" should not have been included.